Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On follow-up it was confirmed that there was no patient impact.

Manufacturer narrative:
H3: product analysis: (B)(4); serial:(B)(6); evaluation could not reproduce the reported malfunction of overheating. It was also noted no abnormalities were found. Product analysis #(B)(4):evaluation could not reproduce the reported malfunction of overheating. It was also noted no abnormalities were found. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: mr8-ad03, serial/lot #: (B)(6). UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during craniotomy procedure overheating occurs during burr hole creation, even though it has been less than one minute since the operation started with the first burr hole. No patient impact reported.